Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit shut off while on a patient. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse found that the unit appears not plugged in intermittently, even though the staff reported the unit being plugged in. The fse replaced the power management board as a precaution. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of the unit shutting off during patient use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for an hour with no failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.